Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative inspected the imaging system on-site. On (B)(6) 2016 - after removing the cover from the gpio to monitor the led's the trackers were visible on the navigation system. I returned the system to service and ordered the gpio board for future replacement. On 10/4/2016 - replaced gantry gpio assembly to prevent future occurrences of the trackers not being visible. System passed full checkout after replacement and was returned to service. The gpio board has been received by the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system trackers could not be detected by a navigation system. It was reported that the patient reference frame was detected normally. Additionally, a second navigation system was brought in, which also was unable to detect the imaging system trackers. The use of the imaging system and medtronic navigation was discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.